Manufacturer narrative:
(B)(6).a review of the device history record has been completed. No deviations or non-conformances noted.the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade iii against right device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease flat observed on the device. ¿ deformation observed on the device. ¿ white particle observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported capsular contracture baker grade iii against right device. The device has been explanted and replaced.

Event description:
Healthcare professional reported capsular contracture baker grade iii against right device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.